Event description:
The customer reported to olympus that during preparation for use, after plugging in the evis exera ii ultrasonic bronchofibervideoscope, there was no image being displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of no image was confirmed. Additional issues were identified during the device evaluation: minor scratches on the distal end; a crack on the distal sheath glue; the insertion tubing was buckled on the bending section; and the angle wires were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to a defective charge coupled device (ccd) unit or connector failure. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: caution ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.